Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm confirmed in the downloaded history file due to broken pin trace at u1 on the keypad assembly.

Event description:
It was reported that the insulin pump had hardware low level failure and audio anomaly. The customer¿s blood glucose level was 17.6 mmol/l. The customer was able to clear the alarm and able to rewind the insulin pump. Customer stated ran self test again and got same error, completely rewind for the second time. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.